Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use for a percutaneous coronary intervention (pci) procedure in the mid left anterior descending artery (lad). The target lesion was 100% stenosed. The balloon was unable to cross the lesion area completely, but dilatation was started at the area just before reaching the lesion. The pressure decreased before reaching the nominal pressure, and it was then confirmed that the balloon ruptured. The device was then removed successfully and the procedure was completed using a different balloon catheter. There were no patient complications reported.